Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose became low while the customer was flying on an airplane. The customer treated with carbohydrates; as the patient's blood glucose increased the insulin pump's auto mode released more insulin and caused the patient's blood glucose to drop even lower. The patient's blood glucose inevitably dropped to 38 mg/dl. Troubleshooting did not occur. The insulin pump was not returned for analysis.